Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow control valve was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to mechanically ventilate as expected, during preuse checkout. There is no report of patient involvement.

Manufacturer narrative:
Per additional information received, there was no loss of mechanical ventilation. The unit continues to ventilate and alarms remain functional. The reported event is not MDR reportable.